Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Approx. 39 cm distal to the is-1 connector pin, the lead body was found squeezed and deformed. In this region, the insulation was severely damaged. The inner coil was completely fractured and the conductor cable to the shock coil was partly fractured. Furthermore, the coating of the conductor cables to the ring electrodes was damaged. These findings can be considered as the root cause of the clinical observations reported in the complaint text. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
Noise on atrial channel and v channel of dx lead, impedance <200 ohms. Patient received shocks and presented in ER. Lead will most likely be replaced. Should additional information become available, this file will be updated.